Event description:
Pt was brought to ER am of 12/31/95 complaining of headache and n/v shunt series of x-rays were taken and it was noted by neurosurgeon that the plastic end of shunt going into the pump part of the vp shunt assembly had broken and separated, losing its continuity.